Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 the complaint of over drawing current and tripping alarms was confirmed during filling with water and powering device on. The physical condition of device revealed float switch was peeling and stained red, pump noisy, enclosure was cracked at water tank and cover was cracked causing leak. Both covers were cracked, heater did not pass electrical testing and line cord was worn. Multiple components contributed to confirming primary reported problem. (Heater, pcb and power switch. Action was taken to replace pcb board, power switch and heater. Other maintenance included: replaced float switch, pump, enclosure, both covers and line cord. Upgraded pcb, power switch and retainer per CAPA # (B)(4). Pm and calibration completed for the device.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 is over drawing current and tripping the alarms. No patient adverse events reported.